Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range = 2.5 - 3.5. On (B)(6) 2016 patient self tester was hospitalized for severe pneumonia that was unrelated to the inratio meter. Patient was treated with antibiotics and was discharged as stable and received lovenox. On (B)(6) 2016 inratio inr = 2.2 patient had three (3) doses of lovenox and tested with inratio = 2.2. Four hours later, she had a nosebleed that was treated in-home without the need for hospitalization or medical intervention. On (B)(6) 2016 inratio inr = 3.2; four hours later she had a venous lab draw test lab inr = 4.8 during a follow up with the physician. Patient stated that she had another nosebleed at home that was dealt with at home without medical intervention required.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a meets release criteria. The product performed as expected. A review of the manufacturing records for lot 385358a did not uncover any non-conformances. The lot met release specifications. Technique issues were identified in the complaint which may have contributed to the discrepant results observed by the customer. Additionally, it was indicated that the patient has pneumonia, a medical condition which may impact the performance of the assay. The customer reported taking lovenox. Per package insert, this test should not be used for patients on heparin therapy. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.